Event description:
It was reported that it was impossible to completely insert the lead into the implantable neurostimulator (ins). The health care provider (hcp) thought it was a matter with the diameter of the blue end of the lead. The hcp decided to cut the blue end part and did not have a problem inserting the lead. There was no consequence to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.